Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, initial service report and log files. During further investigation of the reported issue it was found that the expiratory channel pcb and expiratory channel connector pcb were defective and required replacement. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).